Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, cosmetic damage and high blood glucose levels. Customer¿s blood glucose level was 488 mg/dl on (B)(6) 2017 at 12:42 pm. Customer did not mention how they treated their blood glucose. Customer declined to troubleshoot for high blood glucose because their blood glucose went down to 170 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they were able to rewind the device. Customer performed and passed the displacement test and manual prime successfully. Customer advised motor error alarm did not recur. Troubleshooting for physical damage was performed. Customer advised the damage was located at the battery compartment and where the reservoir went in. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.